Event description:
During an ercp stone extraction procedure the physician used a wilson-cook tri-ex extraction balloon with multiple sizing. The first attempt to inflate the balloon to the 8.5 mm mark was unsuccessful. During the second attempt, the ballon inflated beyond the 8.5 mm mark, and tearing of the sphincterotomy incision occurred. The procedure was aborted. Post procedure, the pt's condition was reported as stable.